Event description:
On (B)(6) 2012, the patient underwent treatment for an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2013, a follow-up angiogram showed a proximal type I endoleak with evidence of aneurysm enlargement (amount unk). On (B)(6) 2014, an intervention was performed to treat the endoleak whereby two aortic extender components were implanted to provided proximal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-lease specifications. The root cause of the endoleak could not be determined with the provided information.